Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of a single port fenestrated bipolar forceps instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. A piece approximately 2mm x 2.4mm was missing and not returned with the instrument.